Event description:
It was reported that this right ventricular (rv) lead was fractured, which was confirmed through chest x-ray, and exhibited loss of capture (loc) and high impedance measurements. This lead was explanted and replaced. No additional adverse patient effects were reported.